Event description:
It was reported that soon after implant, the patient had diaphragmatic stimulation due to high threshold on the left ventricular lead. Reprogramming was performed and the lead remains in use. The patient indicated having played golf several times since the implant procedure. The patient was advised of possible lead complications this activity could cause in the acute period following implant. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).